Manufacturer narrative:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. No further information was provided. Based on the information available and the testing conducted, the cause of the reported problem was defective ECG trunk cable and ECG leadset. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution is available. The device remains at the customer site. If the customer decides to have device evaluated another service order will be opened and will be addressed through the philips complaint intake procedure. H3 other text : multiple attempts were made to obtain device evaluation from customer.

Manufacturer narrative:
Reporter phone: (B)(4). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device therapy delivery test failed. There was no patient involvement.